Manufacturer narrative:
(B)(4). As guide wire was returned for analysis along with the advancer and feed tube assembly. The returned guide wire is kinked approximately 2.5cm and 3.5cm from the distal j-end. A manual tug test on both ends of the guide wire found no unraveling or separations. The guide wire is packaged inside a rigid tube with a protective cap over the j-bend to prevent kinking. If the cap becomes dislodged, the guide wire could partially eject from the tube and movement of the kit contents can kink the wire. Since the cap was not returned, it could not be evaluated. The reported complaint of a kinked guide wire was confirmed through visual inspection of the returned sample. The wire is kinked in two locations near the j-end. The potential cause could not be determined based upon the sample and information provided.

Event description:
It was reported that during preparation in the sicu, the md found the tip of the swg was severely bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.